Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received software error detected alarm. Customer¿s blood glucose was 168 mg/dl. Customer stated that the insulin pump was replacement on second occurrence. Customer also stated that the discontinue use of insulin pump and revert to back up plan. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement, and self tests. However, software error detected alarm found in the insulin pump history due to software error.